Event description:
Surgeon noticed an abnormal rate of aseptic loosening amongst the pts operated with elite plus in combination with cmw2000. The surgeon used elite plus already several years ago, formely in combination with palacos cement. In 2001, he switched from palacos to cmv2000. He has already noticed 6 cases of loosening. He already operated one case, in which no sign of infection has been found. On a control x-ray, taken in 2003, a hole is visible near the distal tip of the stem. The surgeon has decided to revise the pt but the revision surgery is not yet planned, as there isn't any claim from the pt.